Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed a 49 hour extended test at the customer's settings. The ventilator also passed the initial final test and the initial alarm volume test. Carefusion was unable to duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported by the customer that the ventilator has a large air leak at the exhalation valve. In attempt to correct the issue, the diaphragm was replaced, but did not fix the leak. It was also reported that there was no patient involvement associated with this issue.